Event description:
The customer reported that the tube was inserted on (B)(6) 2022 and a broken shaft resulted in leakage presented to the emergency department on (B)(6) 2022. No injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. However a corrective and preventive action was opened to further investigate the reported issue. In the meantime, all information received will be used for further tracking and trending purposes.